Event description:
During routine testing at installation of unit, customer reported difficulty with the interlock sys. There was no pt involvement. Ohmeda's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.